Event description:
It was reported that device diagnostics resulted in high impedance. The device was programmed off and the patient was sent for x-rays. It was reported that the patient has not experienced an increase in seizures. X-rays were sent to manufacturer for review. Based on the x-ray images provided, an exact cause for the report of high impedance could not be determined. A suspected area was found but it could not be fully assessed due to the image quality. The presence of micro-fractures in the lead can also not be ruled out.surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.device manufacturing records were reviewed.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.